Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection with a restoration. The screw was fractured at the middle of the threaded region. The drive feature could not be inspected in this condition. Returned device was examined visually by the naked eye and through magnification.the complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4). Patient weight was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that abutment screw fractured. Torque 20 ncm.